Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, "lec 41781, 41786" error codes were found. Service replaced multiple components to correct the reported issue. In addition, service replaced the expulsor as a preventive action. It was also noted that the pump passed all tests after the repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 under delivered. No adverse patient effects were reported.